Manufacturer narrative:
The insulin pump was received with no button error alarm or blank display. The insulin pump had no button response due to corroded keypad traces. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The pump had cracked battery tube threads. There was no damage noted on isolation tape on lcd screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer treated the low readings by eating. The customer stated that there is a crack where the battery goes into the pump. The customer stated that the pump is completely blank. The customer stated that the screen was blank for less than 30 seconds. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.